Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: black part of inserter came off in patient's femur and meniscus probable root cause: design: inadequate raw material selection, poor assembly design, inadequate packaging design, anchor material too delicate manufacturing: incorrect raw materials used during processing, device incorrectly assembled, anchor/suture damaged in-process, inserter manufactured out of specification (such as not removing burrs), protective packaging components missing application: rough handling during transportation the device manufacture date is not known.

Event description:
It was reported that material was left inside the patient.

Manufacturer narrative:
Alleged failure: black part of inserter came off in patient's femur and meniscus probable root cause: design - inadequate raw material selection - poor assembly design - inadequate packaging design - anchor material too delicate manufacturing - incorrect raw materials used during processing - device incorrectly assembled -anchor/suture damaged in-process -inserter manufactured out of specification (such as not removing burrs) -protective packaging components missing application -rough handling during transportation. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that material was left inside the patient.